Event description:
It was reported that a spectrum pump turned on and off without input. Eval discovered that the pump was experiencing automatic output of the on/off key. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported turning on and off, caused by an intermittent automatic output of the on/off key when other keys are pressed. This was caused by a failed keypad. The front case assembly (including the keypad) was replaced.